Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 6f introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. The balloon was inflated twice at 6 atmospheres. However, upon the third inflation, the balloon ruptured at 10 atmospheres. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. Magnified inspection of the balloon revealed a scratch and pinhole in the balloon material at the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 6f introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. The balloon was inflated twice at 6 atmospheres. However, upon the third inflation, the balloon ruptured at 10 atmospheres. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and patient's status was good.